Event description:
It was reported that the patient received vibratory alert for out of range lead impedance. Loose set screw issue was suspected. Out of range measurements were reproducible during in-clinic testing. Patient was presyncopal. Device was explanted and replaced. Patient was feeling great after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.